Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 22g insyte autoguard catheter that had been removed from the needle. The tip of the catheter was angled away from the centerline of the catheter shaft. This type of damage can occur if the needle punctures the catheter; however, the poor image quality precluded a determination of the root cause. Without the physical sample, it could not be determined if the catheter had been damaged by the needle or other mechanism of damage. As the photograph supports the description of the reported event, the complaint was confirmed. As the lot involved in this incident is unknown, a device history review cannot be performed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the catheter was sheared. There was no report of patient impact. The following information was provided by the initial reporter: cannula found to be sheared after removal from needle. Reporter states that there have been "a few" complaints of this happening with 381023. No lot numbers available.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.